Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was depleting quickly. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.